Event description:
Patient called and stating that she had a "complete loss of power" on her heartware lvad controller 2.0. She was connected to two batteries that had charge. She was about to hook to her ac unit. Patient denies any issues with pump stop. She was brought to clinic and log files sent to heartware/medtronic, which confirmed pump stop. Patient given two new batteries to replace the ones she was wearing at the time.